Manufacturer narrative:
The t:slim g4 user guide, "do not remove the used cartridge from the pump during the load process until prompted on the t:slim g4 pump screen". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 5. Reportedly, the contact believes the customer may have changed the cartridge without going through the on-screen load instructions properly. There was no impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully.